Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported problems with his transmitter. He also stated his insulin pump had difficulty rewinding. Customer stated he would have to rewind 2 or 3 times before the process is complete. Customer's blood glucose was 223 mg/dl. No additional information provided.